Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue and low blood glucose. The customer's blood glucose was 40mg/dl at the time of incident and 113mg/dl at the time of call. Troubleshooting was performed and found blood glucose was below 40 and unable to calibrate then change sensor. Customer mentioned blood when she removed the sensor. Customer reports bleeding stopped. Customer reports blood is significantly visible in the plastic base of the sensor. Advised to change the sensor. Sensor has already been removed. Advise to insert sensor in a different location and monitor site. The product will not be returned for analysis.

Event description:
Customer stated that the auto mode was not in use at the time of incident.